Manufacturer narrative:
Three photos of a 32g x 4mm pen needle carton were returned from lot. No. 8163919, cat. No. 320141. No issues were observed with the returned photos. No issues were observed with the returned photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no offending sample was returned and the photos returned were of the carton no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the non-patient end needle of the unspecified bd insulin pen needle broke off while attempting to inject insulin. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the non-patient end needle of the bd ultra-fine¿ needle insulin syringe broke off while attempting to inject insulin. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
On 2018-11-21, the pr# 663270 product grid was updated with new information that is reflected in this supplemental. Describe event or problem: it was reported that the non-patient end needle of the bd ultra-fine¿ needle insulin syringe broke off while attempting to inject insulin. There was no report of exposure, injury, or medical intervention. Medical device brand name: bd micro-fine ultra¿ pen needle; medical device catalog#: 320141; medical device lot#: 8163919; medical device manufacturer: becton dickinson ind. Cirurgicas ltda; medical device expiration date: 2023-06-30; unique identifier (UDI) #: (B)(4); manufacturing location: becton dickinson ind. Cirurgicas ltda; device manufacture date: 2018-06-12.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle of the unspecified bd¿ insulin pen needle broke off while attempting to inject insulin. There was no report of exposure, injury, or medical intervention.